Event description:
Reportable based on device analysis completed on (B)(4) 2013 it was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 10/4.00 flextome cutting balloon was selected and advanced to treat the target lesion. During procedure, the balloon was inflated at 12atm. It was then noted that a balloon rupture occurred. The device was removed from the patient with no resistance noted. The physician then inspected the device and found no damaged or detachment from the blade. The procedure was completed with a non bsc device. No patient complications were reported and the patients¿ status is good. However, device analysis revealed a partial blade detachment.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the mid balloon body. A 0.5mm partial blade detachment was also noted. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).